Event description:
(B)(4). I had multiple strokes in (B)(6) 2010. I have had several tia's. Haemorrhaged multiple times, requiring transfusions. I have migraine headaches. Among other serious health issues.